Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer stated that her blood glucose is treated with manual injections. The customer also stated that she experienced nausea, vomiting, diarrhea, pain in the chest, weakness, dehydration, dry mouth, and she was incoherent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.